Manufacturer narrative:
(B)(4): hernia recurrence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an umbilical incisional hernia repair on (B)(6) 2008 and mesh was used. The patient experienced a recurrent hernia on an unknown date and an onlay mesh was used to repair the defect. No additional information was provided.